Event description:
The rptr did back to back blood glucose tests and got results of 238, 187 and 230 mg/dl. Tests were done within 5 mins, using different fingersticks. There were no symptoms. He did not have control solution for testing. On follow-up, the rptr stated that he does not always check to see if enough blood is on the confirmation dot. At times, he has difficulty drawing blood and has to repeat fingerprick. Rptr and lifescan rep reviewed coding, cleaning, sample application and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8